Event description:
Related manufacturer reference number: 1627487-2019-06437. Related manufacturer reference number: 1627487-2019-06439. Related manufacturer reference number: 1627487-2019-06440. Related manufacturer reference number: 1627487-2019-06473.

Event description:
Related manufacturer reference number: 1627487-2019-06437. Related manufacturer reference number: 1627487-2019-06439. Related manufacturer reference number: 1627487-2019-06440. Related manufacturer reference number: 1627487-2019-06473. It was reported that patient was not receiving effective therapy. In turn, surgical intervention was undertaken wherein the entire drg system was explanted without incident.